Event description:
It was reported by the system longevity study that the left ventricular (lv) lead had a slight increase in threshold and a slight decrease in impedance. Per medical judgment, the lead was left programmed in the current vector and remained in use. Subsequently, the patient presented to the emergency room complaining of their abdomen jumping. All lv configurations caused the patient to experience diaphragmatic stimulation. A chest x-ray revealed the lv lead had dislodged. The lv lead was turned off and the patient will be monitored to decide if the lead will remain turned off or if it will be repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.